Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 234 mg/dl, 266 mg/dl, 295 mg/dl, 298 mg/dl, between 311 mg/dl to 390 mg/dl, 339 mg/dl,337 mg/dl and 443 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.